Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor completed the infusion before the expected time. The issue occurred during patient infusion. The expected infusion time was 24 hours; however, the actual infusion time was 20hours. The device was filled with 8g flucloxacillin with citrate buffer and sodium chloride (nacl). There was no report of patient injury or medical intervention associated with this event. No additional information is available.